Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during arthroscopie or, the vapr tripolar, the surgeon presses the yellow button, then an error massage came up in the display: "short circuit at the exit". The device was received and evaluated. Visual inspection revealed signs of activation; also, the cable and connector showed no damage including the pins. The suction tube appeared to have blood residues. Functional test was performed, on ablation mode a warning signal appeared as "output shorted"; the coagulation mode was working. Therefore, the device was sent to the supplier for further evaluation. The vapr tripolar 90 suction elect was evaluated by the supplier with the following results: device was not returned in the original packaging. The active tip of device shows signs of activation with tissue debris around the periphery; also, the distal end of the suction appears clear of debris. The ceramic appears not be fitted correctly to the shaft. Finally, no visible damage on shaft, handle and cable. The customer report claimed when the surgeon pressed the yellow pedal an error message would appear on the display. The investigation found that the device failed all three hipot tests and when activated in saline an error message of ¿output shorted¿ would be displayed during ablate mode, therefore substantiating the customers claim. The ¿output shorted¿ error will be due to a direct path being created between the active and return circuits. The output short errors seen during the investigation is likely to have been caused by saline ingress due to either an incorrectly positioned ceramic or a defective outershaft. We have been unable to determine the exact cause of the failure therefore a CAPA has been initiated to investigate the failure mode further, determine the root cause and identify any preventative /corrective actions. This complaint failure mode is an isolated incident, that is categorized as a ¿probable¿ occurrence rate. A DHR review has been performed for lot u2006053; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no initial containment action related to the individual complaint is recommended. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopy procedure on (B)(6) 2020, it was observed that the vapr tripolar 90 suction electrode device displayed an error message: "short circuit at the exit" when the yellow button was pressed. During in-house engineering evaluation, it was determined that the active tip on the device showed signs of activation with tissue debris around its periphery. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.